Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) alert. Recently, the physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This device is retained by the pharmacy and is not expected to be returned for analysis.

Manufacturer narrative:
This report is being sent to correct h1. This report is being sent to correct b5 (event description).

Manufacturer narrative:
This report is being sent to correct h1.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) alert. Recently, the physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This device is expected to be returned for analysis.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recently declared a battery depletion (bd) alert. Recently, the physician surgically explanted and replaced the device to resolve the event, and no additional adverse patient effects were reported. This device is expected to be returned for analysis.